Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported that the dexcom app continued displaying blood glucose (bg) readings, but the ilet device did not show sensor values. While on the call, the ilet resumed receiving cgm readings. The user did not experience changes in bg levels, and no medical intervention was required. No long-term health effects were reported.